Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-9545 glenosphere reduction tool broke. This occurred during a case on (B)(6) 2023, a backup was used to complete the case. No additional information was provided. Additional information has been requested. Additional information was provided on (B)(6) 2023, it was reported that this event occurred during a tsa case. All fragments were retrieved from the patient.

Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that the distal end of the univers revers revers helper is broken off. The cause of this condition usually is the excessive force used to pry and/or leverage the device. The cause remains undetermined.